Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, this case reports approximately five years post total knee arthroplasty the patient experienced a loose knee component that requires a revision surgery. Per correspondence from the patient, her ¿issues¿ are due to her medial collateral ligament being compromised or cut during the first surgery making my knee unstable.¿ it was reported that the ¿device is not defective but surgeon error is the cause of my issues.¿ no additional information will be provided. Therefore, there were no clinical factors found that indicate the patient¿s symptoms are related to a malperformance of the implant or implant failure. The impact to the patient beyond the unstable knee and planned revision cannot be determined. No further clinical/medical assessment is warranted at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, surgical technique used, user/procedural variance and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2017, the surgeons technique caused the patient to have a very loose device and a revision surgery is now needed.